Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be separating from the bezel. The reported software problem was confirmed and reinstalled to correct the issue. The dso seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the issue was: dead head software upgrade interrupted. There was unknown patient involvement.